Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in retrieving the device history records for reviewing and searching, the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product info. It was noted the product was implanted for approx twenty years prior to revision. Wear for a polyethylene knee device implanted for twenty years should not be unexpected. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
Pt was revised to address loosening and subsidence of the tibial tray. The loosening was at the cement/bone interface. Competitor cement used in the primary surgery. Poly wear of the insert and osteolysis were found at revision surgery.